Event description:
Allegedly, patient's hip dislocating. Patient had a cemented perfecta(r)ra stem in situ as well. On removal of head from stem, stem came out of the femur. Cement was removed and stem was re-cemented in place. Poly liner removed and replaced with a 32mm 15 deg laterilized liner, 3200 +3.5mm metal head.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. Event decide code is addressed in the package insert. This is the same event as 1043534-2007-00159. Event occurred in another country.